Manufacturer narrative:
Patient information was not provided. (B)(4). Sorin group received a report that an s3 roller pump would slow down until it stopped with no error code. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that an s3 roller pump would slow down until it stopped with no error code. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 console. The incident occurred in fort (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative performed a functional check without incident and was unable to reproduce the reported fault. The customer informed the service representative that one of the tabs of the level pad was bent, which may have cause the reported issue. However, an active pressure control could also have caused the issue. The speed potentiometer was replaced as a precaution. Livanova (B)(4) has not been made aware of any further issues with the unit. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.